Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that her blood glucose was in the 200 mg/dl range and that she believed her insulin pump was under-delivering. The customer's high blood glucose was out of the ordinary for her, and she stated that she did not have any medicinal or lifestyle changes. Her highest blood glucose value was 238 mg/dl. The customer experienced nausea, interrupted eyesight, and shakiness. The device settings were reviewed and the settings were programmed correctly. There were only low reservoir alerts in the alarm history as well. Further troubleshooting was declined since the customer had an appointment to attend. No products were returned or replaced at this time.